Event description:
It was reported that the patient presented for an unrelated procedure. It was noted that the right ventricular lead had externalized conductors during the procedure. No electrical anomalies were noted on the lead. The lead was explanted and replaced successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Final analysis found a partial lead measuring 40.5 cm returned. Externalized conductors due to internal insulation abrasion were noted from 12.0 cm to 14.0 cm from the distal tip. The etfe coating was intact at this location. Further internal insulation abrasion was noted from 11.5 cm to 13.0 cm, 21.4 cm to 21.5 cm, and 23.0 to 23.5 cm from the distal tip. The etfe coating was intact at these locations. All other damage found was sustained during surgical procedure. The lead was otherwise normal